Event description:
It was reported that the customer had issues with the keypads. Troubleshooting was performed. The caller stated that the numbers are ramping on their own, and the scroll bar was not moving. The mother stated the buttons are unresponsive, and the minutes on the device were not advancing. Advised that the insulin pump would be replaced and revert to back up plan. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.